Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 2.59, placing it into the status of middle of life 2 (mol 2), after being implanted for 3.8 months. Premature battery depletion was in question. A boston scientific technical services (ts) consultant suggested that the local area sales representative perform a 'save to disk', so the data could be analyzed. The analysis indicated that the longevity of this device was not meeting specifications. The device was expalanted, successfully replaced, and returned to boston scientific for analysis.